Event description:
Parietex mesh was opened. Outer wrapper was sealed well, but inner wrapper was not completely sealed. There was concern that the mesh was not properly sterilized. A second package was opened and used to complete procedure.======================manufacturer response for polyester and polylactic acid mesh, parietex progrip (per site reporter)======================manufacturer provided rga# for product return evaluation.